Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 843 mg/dl and current blood glucose is 174 mg/dl customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection. Customer states: the drive support cap appears normal. The customer stated that the high pressure test was performed and it was passed. The customer was wearing the insulin pump during the hospitalization. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The insulin pump will not be returned for analysis.